Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples, a vitros range verifier fluid and a known troponin I free sample using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. Vitros troponin I es precision testing performed following the events was outside of ortho clinical diagnostics guidelines, indicating that the vitros eciq immunodiagnostic system was not performing as intended. An ortho field engineer performed service actions to return the vitros eciq immunodiagnostic system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed. The customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros troponin I es reagent at, or below the url concentration of 0.034 ng/ml, cannot be determined and a reagent issue could not be entirely ruled out as contributing to the events. Pre¿analytical sample handling could also not be ruled out as a contributing factor, as ortho was unable to establish whether the customer was following the sample collection device manufacturer¿s recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two patient samples, a vitros range verifier fluid and a known troponin I free sample using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. The results obtained are as follows: patient a: 0.091 ng/ml and 0.059 ng/ml vs. Expected result of <0.012 ng/ml. Patient b: 0.057 ng/ml vs. Expected result of <0.012 ng/ml. Range verifier: 0.345 ng/ml vs. Expected result of <0.010 ng/ml. Troponin I free sample: 0.087 ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I results were not reported from the laboratory and there is no allegation of patient harm as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).